Manufacturer narrative:
Date rec¿d by MFR: 20aug2019. Date of report: 26aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported cpu tray cover issue. The fse performed periodic maintenance, and confirmed the cpu tray cover was distorted, so it was replaced. No other abnormality was confirmed, but the following parts were replaced as regulated by periodic maintenance 1 procedure to prevent failure: oxygen inlet filter, air inlet filter and cooling fan filter. The unit was checked overall, cleaned, run in tests and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported central processing unit (cpu) tray cover failure. There was no patient involvement.